Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for hypertension and a high blood glucose level of 380 mg/dl. The customer gave the phone to the nurse who inquired about how to retrieve the settings on the insulin pump if they were to take the batteries out. Assistance was provided and the nurse was informed that it is normal if they receive alarms after they reinstall the batteries in the pump. The customer wore the insulin pump during hospitalization. The insulin pump worked as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.